Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for cervical radiculopathy. It was reported that the stimulation from the patient¿s implantable neurostimulator (ins) was not working as good as it used to. They mentioned that they used to get good relief from the stimulation but now was not getting any. The patient stated that, for example, they used to turn the stimulation off when they charged and when it was turned back on they would feel a ¿brightness and the energy coming back¿ into them but now did not feel that anymore. They reported that they had not had the device adjusted by anyone and the only changes they made were when they increased the stimulation voltage. The patient stated that the device worked great ¿when it works¿ and really noticed a difference when it didn¿t work. They noted that they had 2 other settings (rate and width) really high and the voltage down so they did not feel the ¿thumping¿. There were no falls or trauma reported that could be related to the issue. It was determined that the stimulation was on per the patient programmer with the following group settings: group a = p1: 1.0 volts, pulse width: 460, pules rate:540. The patient had the ability to change the stimulation and they were walked through the group options: group b = p1: 0.8 volts, p2: 1.0 volts, p3: 1.0 volts, pulse width: 450, pulse rate: 85. The patient stated that group b felt a little too strong and was all in one spot (not where they wanted to feel it) and could not turn the pulse rate any higher. When the patient moves it change to where they could feel it. The patient mentioned that they did not really like to feel the vibrations because they could not sleep or get comfortable. Group c = p1: 6.0 volts, pulse width: similar to group a, and pulse rate: similar to group a. The patient stated that group c was set up very similar to group a and liked it better than group b. The patient was going to try group c and see if that helped their symptoms. If it didn¿t help they may try out group b and just turn the voltage down a little. The patient also noted that they used to charge 2 times a week for a couple of hours and that the ins battery was down to maybe ½ or ¾. But, over the last few months, the patient could let the battery go for almost 2 weeks without having to charge it. The patient stated that this told them that the stimulation settings had changed and they didn¿t have it as ¿the same level of power¿ because the battery was lasting much longer. In addition, the patient saw a 006 error code on their programmer when using it without the antenna but had since cleared the code. The patient still wanted to meet with a manufacturer¿s representative and have the device checked as they did not know what would have caused the change in stimulation. It was noted that the patient travel a lot for work and was not home to make an appointment with their managing physician. The patient stated that they just had been finding doctors along the road as they travel. Additional informat ion received from the healthcare provider (hcp) reported they were trying to arrange for a manufacturer¿s representative (rep) to be at the consumer¿s appointment because they reported stimulation wasn¿t working. Additional information was received from a consumer. It was reported the therapy wasn't working properly. The patient wanted to see a healthcare provider (hcp) and a manufacturer representative (rep) to get stimulation working again. The patient said they were tired and lazy. They noted they were charging, but they needed programming. No further complications were reported. Patient reported the last time they felt stimulation was 2 years ago. Patient reported having problems with therapy so they have not been using therapy but charged ins. Patient stated he is meeting with rep ((B)(6) 2018) to correct the problem. Patient reported he has 3 different programs and the programs he used all the time did not work one day and did not provide stimulation. Patient spoke with manufacturer and they got it to work. He did not use other settings because they hit other area that he did not need. Additional information was received from the patient. It was reported that the patient's battery died and they had surgery to replace the battery. The patient noted that the battery was 9 years old. The patient reported that the therapy and stimulation issues were resolved. No further complications are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The reportable serious injury was previous reported in manufacturer report #3004209178-2018-13666. If information is provided in the future, a supplemental report will be issued.